Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.

Event description:
Packaging issue; it is too difficult to open, the material is tough and sharp, if a package opens at an angle it is especially problematic. They have not been hurt by the blade itself, but rather has been cut by the packaging.